Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that after mapping was performed, they observed air in the sheath. Many aspirations were attempted but air continued to be drawn in. Therefore, the sheath was replaced. After that, st elevation was observed, but it improved after the procedure was completed. The sheath has been received for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that after mapping was performed, they observed air in the sheath. Many aspirations were attempted but air continued to be drawn in. Therefore, the sheath was replaced. After that, st elevation was observed, but it improved after the procedure was completed. The sheath has been received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Additionally, the most probable cause of the st segment elevation was determined to be known inherent risk of device, since the reported st segment elevation and is known and anticipated, potential complications associated with cardiac ablation procedures and the use of the faradrive sheath, which is captured in the device's labeling.